Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry of the imaging system had undisclosed issues with the up/down and in/out functionality of the gantry. Re-homing the gantry twice restored functionality. There was a reported delay to the procedure of less than fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.